Event description:
It was reported that the customer received and occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer had been using the cartridge for approx 10 days and had changed the cartridge prior to contacting tandem technical support.

Manufacturer narrative:
The tandem t:slim user guide indicates that novolog has been tested for up to 72 hours. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.